Event description:
According to the initial information received, a 6mm amplatzer septal occluder (aso) was implanted and released from the delivery cable; however, the position was unsatisfactory and was percutaneously removed. The defect was re-measured and an 11mm aso was successfully implanted. The aso is expected to be returned for analysis. A supplemental report will be filed upon completion of the analysis.

Manufacturer narrative:
The 6mm aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test delivery system, the device was retracted into the loader and upon deployment, the device deployed without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Our investigation was able to confirm the aso met manufacturing specifications upon return to aga medical and prior to shipment.